Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, before implantation, the pacemaker (that had already been interrogated) was placed on the sterile table. During this phase, the device displayed noise signals on the atrial channel. Despite the device had been moved in different locations by the physician, the atrial noise persisted, and the issue did not resolve.

Manufacturer narrative:
The conclusions are as follows: the patient files analysis led to the following observations: - during the last phase of the manufacturing process, a value was entered for the ventricular lead impedance measurement due to a software bug. - this bug can occur in very specific conditions which have been met in this case, leading to a suspicion of lead connection. - the automatic implantation detection was forced on (B)(6) 2025 09:18, before the confirmation of connection by the user before the implantation procedure (device still in the box). - since there was a lead connection suspicion associated to an implantation confirmation (forced), the minute ventilation (mv) sensor has been activated. - to prevent a new occurrence before the correction implementation, it is recommended to either not force the automatic implantation detection, or to connect the leads before forcing this algorithm in order to erase the previous value entered by this software bug. - in case of new occurrence by forcing the automatic implantation detection when the device is in the box, once the leads will be connected, the mv oversensing will disappear. - in addition, a bug correction has been implemented since. There is no patient risk and this case is recorded for trending purposes.

Event description:
Reportedly, before implantation, the pacemaker (that had already been interrogated) was placed on the sterile table. During this phase, the device displayed noise signals on the atrial channel. Despite the device had been moved in different locations by the physician, the atrial noise persisted, and the issue was not resolved.